Event description:
It was reported that during a navigated surgery at the healthcare facility, the knee navigation pointer physically broke when checking for a screw. A backup device was used, and the surgical procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a navigated surgery at the healthcare facility, the knee navigation pointer physically broke when checking for a screw. A backup device was used, and the surgical procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was disposed of by the healthcare facility.